Event description:
It was reported that the patient's device experienced a power on reset (por) and lost the lead integrity alert (lia) device firmware ((B)(4)). The lia (B)(4) needs to be re-installed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).